Event description:
Our affiliate is reporting that during an unknown procedure, the head of the vapr electrode did not seem to work properly, became carbonized and appeared to have some of its distal mass missing, all this while in the body. They are stating that there was no patient consequence and that the procedure was concluded successfully without further issue using another same type device.

Manufacturer narrative:
Mitek is at this point in time awaiting receipt of the complaint device towards conducting a root cause failure analysis. The conclusions of the evaluation will be the subject of the follow-up report.